Event description:
A home pt contacted baxter's technical service center regarding a check heater line alarm during fill one. Baxter's technical service rep (tsr) instructed the home pt to rotate the spike and turn the heater bag over. While doing this, the home pt unspiked the heater bag. Baxter's tsr assisted with ending therapy and instructed the home pt to start over with new supplies. No pt injury or medical intervention was associated with this report.